Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to moisture keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and compromised forced sensor system and excessive no delivery test or verify unexpected battery power loss anomaly due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection. Pump received with cracked case display window corner.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and also had batter out limit. The customer's blood glucose value was 76 m/g/dl. The customer reported they were able to clear the alarm. Customer states they did not receive a request to rewind pump. Customer reported there is fluid under the lcd display. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.